Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced tip clamp, plunger clamp and lld spring in the problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.